Manufacturer narrative:
H.6. Investigation: four (4) samples and four (4) photos were provided for investigation. The returned samples were visually examined using 10x magnification. Each of the returned samples has a black spot of embedded foreign matter in the barrel which has been circled. The foreign matter was measured using a caliper and was found to range in size from 0.0070 inches ¿ 0.0160 inches. Four (4) photos were also provided for investigation. The four (4) photos show the returned samples individually. Each of the photos shows the embedded black foreign matter in the barrel. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that black foreign matter was found embedded in the barrel of 4 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience trays before use during an inspection. The following information was provided by the initial reporter: "black embedded particulate in barrel of the syringe." "4 syringes with critical defects from an 80 syringe inspection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found embedded in the barrel of 4 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience trays before use during an inspection. The following information was provided by the initial reporter: "black embedded particulate in barrel of the syringe." "4 syringes with critical defects from an 80 syringe inspection."